Event description:
It was reported that the representative was in front of the arctic sun device that has had several low flow complaints and was running a functional check, in bypass flowrate 1.7 lpm, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 62%, heated fine but noticed flow drops and inlet pressure (ip) was spikes then that slows down the pump but shortly after the flow comes back up and numbers stabilize again, during the cooling portion the device was not cooling, chiller temperature (t4) was 31.7, system hours 4743 hours and was due for the 2000 hour preventive maintenance. Per sample evaluation results on 14jul2025, the circulation pump found primed to fill.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported 1018233-2025-07217. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the representative was in front of the arctic sun device that has had several low flow complaints and was running a functional check, in bypass flowrate 1.7 lpm, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 62%, heated fine but noticed flow drops and inlet pressure (ip) was spikes then that slows down the pump but shortly after the flow comes back up and numbers stabilize again, during the cooling portion the device was not cooling, chiller temperature (t4) was 31.7, system hours 4743 hours and was due for the 2000 hour preventive maintenance. Per sample evaluation results on 14jul2025, the circulation pump found primed to fill.